Manufacturer narrative:
Additional information will be provided upon conclusions of the investigation.

Event description:
Arjo was made aware of event with arjo maxi sky 2 and kwiktrack ceiling lift installation system involvement. As reported, when the caregiver was bringing the maxi sky 2 cassette towards the end stopper, the end stoper detached from the installation rail and fell out together with the cassette onto the caregiver. In effect, the caregiver sustained bruises. No medical intervention was necessary.

Manufacturer narrative:
On (B)(6) 2019 arjo was made aware of event with arjo maxi sky 2 ceiling lift and kwiktrack x-y installation system involvement. As reported by the complaint originator, when the caregiver was bringing the maxi sky 2 cassette towards the end stopper, the end stopper detached from the installation rail and fell out together with the cassette onto the caregiver. In effect, the caregiver sustained bruises. No medical intervention was necessary. When reviewing reportable events registered in the last five years for ceiling lifts, no trend was shown for events related with end stoppers dislodging from the kwiktrack installation. Involved arjo ceiling lifting system consisted of maxi sky 2 (non-portable ceiling lift) and kwiktrack x-y installation. At the end of each installation rail there is end stopper - component which is intended to stop the ceiling lift at the end of the track and prevent it from falling out. The end stopper is equipped with autolock mechanism (the metal teeth gripping the rail, not allowing to move the end stopper along the rail) and stabilized by a set screw (which additionally stabilizes the end stopper in place). Arjo field service technician performed a device examination after incident. However there was no visual damage of the end stopper, it was not working as intended: it could move along the track. The technician indicated that it ¿seems the toothed part of the end stopper didn't work correctly.¿ the faulty end stopper was returned to the manufacturer, arjohuntleigh magog in canada, for further evaluation. It was observed that the autolock system of the returned end stopper was not as efficient as expected and the observation of arjo field service technician was confirmed. But the set screw did work as intended and allowed to stabilize the end stopper in the rail. The simulation performed on the returned end stopper confirmed that as long as the stopper is tightened correctly (even with the use of only one locking mechanism ¿ set screw), this still work as intended and prevents the ceiling device from falling out of the track. According to the track installation guide (tig 001-11161-en rev. 3), the autolock system shall be verified at the installation: ¿verify if the self-locking mechanism is working properly by pushing the end stopper. If the end stopper does not move, tighten the setscrew using a 6 mm allen key 20 n·m (15 lb·ft).¿ also preventive maintenance schedule included in maxi sky 2 instructions for use (IFU 001-15698-en rev. 8 from (B)(6) 2017) indicates: ¿inspection by an authorized service technician: torque end stoppers to 20 nm (15 lbf ft) ¿ every year or 2500 cycles¿. This device was installed by a third party company in (B)(6) 2018 and serviced by arjo representative one year later, following preventive maintenance schedule requirements. According to the service report, the end stoppers were tightened at that time. It is unknown what circumstances occurred within the next ten months and what was the force the ceiling lift was moved along the track rail that the end stopper was not able to prevent the ceiling lift from falling out of the rail (although one out of two securing mechanisms - set screw - was functional). The device was not used for a patient transfer at the time of the event. There was a technical failure found within the ceiling lifting system (did not meet the manufacturer¿s specification). No serious injury was sustained. The complaint was decided to be reportable due to the fact that the ceiling lift fell out of the track which might lead to serious injury upon reoccurrence.